Event description:
Patient reports right side rupture, "turned purple", and pain going down their arm. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The reason for reoperation will be rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side rupture, "turned purple", and pain going down their arm. The device remains implanted.